Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized to emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose of 24 mg/dl. The customer's current blood glucose was 24 mg/dl at the time of incident. The customer was treated low blood glucose level by food and glucose tablet. Customer was alleging that the insulin pump over delivering. Drive support cap was normal. Insulin was not squirting from end of set before connecting at their site. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No prime/fill anomaly noted during testing. The test reservoir volume matches the units remaining in the status screen. Device uploaded properly using carelink. The history file lists on 04/09/19 at 00:38:49 a 10.0 unit bolus was programmed and delivered. The button event file was overwritten. Unable to verify if the customer manually programmed the 10.0 unit bolus. Device was monitored for 2 days. No unexpected bolus delivery noted. Device was also programmed with multiple test boluses. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly noted during testing. Device had minor scratched display window, cracked battery tube threads, cracked case at the corner of the reservoir tube window, scratched reservoir tube window, cracked reservoir tube lip and a scratched keypad overlay. (B)(4).